Event description:
During idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced venous dissection. The report indicated that during an idiopathic vt procedure, a venous dissection was noticed in the patient. When the physician attempted to re-advance the thermocool smarttouch sf catheter back up into the inferior vena cava (ivc) (after completing previous ablation lesions for the premature ventricular contraction), the physician had encountered resistance with the catheter, and they were unable to re-advance it. When the physician encountered the resistance with the catheter, the timeline visualization showed the thermocool smarttouch sf catheter to have a "bend" in it, when it was sitting down in the ivc, and while this was occurring, the carto 3 system displayed an alert, showing the thermocool smarttouch sf catheter was still inside of the sheath, and the force reading was displayed as "na" on the carto 3 system. There were no specific errors displayed on the carto 3 system at this time. The physician also inserted a separate guide wire into the patient, but the physician still experienced resistance. The physician then pulled back the thermocool smarttouch sf catheter, and injected contrast dye into the patient. At this point, a small venous dissection was noticed in the patient, on the x-ray machine. The thermocool smarttouch sf catheter was then removed from the body, they waited a while, and they stopped administering heparin to the patient. The physician administered more contrast dye into the patient, and it was noticed on the x-ray machine that the venous dissection had diminished in size. An interventional cardiologist was also called in, and they confirmed that the venous dissection was smaller in size, compared to the initial dissection. The patient was in stable condition. The thermocool smarttouch sf catheter is not available for return, as it was discarded. The following devices were also in use optrell catheter (not available for return), soundstar catheter - not available for return (reprocessed by innovative health), decanav catheter - not available for return (reprocessed by innovative health), ngen generator, and carto 3 system. The thermocool smarttouch sf catheter and the optrell catheter were brand new biosense webster inc. (Bwi) catheters. The information received indicated that no bwi sheath was used during procedure. The adverse event was discovered after the procedure. The physician¿s opinion on the cause of this adverse event was ¿she ended case¿. The intervention provided was reversed heparin and used fluoro to monitor. The outcome of the adverse event was fully recovered.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31737903l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).